Event description:
It was reported that the patient had a lack of efficacy since implant and her symptoms were the same as they were before implant. She had tried increasing stimulation, but never changing programs. She met with her doctor and his technician and was told she had three options: disconnect the battery, leave it like this, or have it removed. The patient did not want to have it removed because she did not want to go through all of the pain she went through when it was implanted. She did not mention if it was normal surgical pain. Follow-up from the healthcare provider (hcp) reported that there was not 50% or greater symptom reduction. The cause was not determined, but was also not considered device related. Reprogramming was needed on(B)(6) 2015 and no further actions were taken. The patient¿s loss of therapeutic effect was considered sudden. She had not recovered as the symptoms and issues were ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va03gu6, implanted: (B)(6) 2013, product type: lead. (B)(4).